Event description:
I used renu with moisture loc lens solution from 2/01/06 - 04/01/06. On april 1st, I started experiencing great pain and ended up in the emergency roomon 04/02/06. I was diagnosed with fusarium keratitis on 04/05/06. As a result I have had a corneal transplant, vitrectomy, lensectomy biopsy of anterior chamber. I am presently still under anti-fungal therapy. Drs are unsure if another corneal transplant will be needed in the future. Event did not abate after use stopped.